Event description:
The patient stated the device was not very reliable. The patient was not feeling stimulation. The patient stated he changed then batteries in the patient programmer (pp). The patient stated he was getting the poor communication screen but then it showed his setting was 6.0. The patient called about 2 weeks later indicated that he met with representative last week and they upped the voltage to 8.5 volts and he was on program 3. The patient stated he has never been that high with his doctor. The patient was going to see the doctor on (B)(6) for follow up. The patient was having slight improvement. He said he has been pretty dry. The patient was still passing a little urine and stated it depends. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later stated that he was working with his doctor to get a replacement implantable neurostimulator (ins) due to normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.